Manufacturer narrative:
The account declined to return the device. The account contacted a third party for repair service.

Event description:
It was reported that the handpiece began overheating during an oral surgery. The customer waited over a year to report the event to the MFR. There was no reported pt or user injury, and the case was completed successfully with another device.